Manufacturer narrative:
We conducted the final inspection of the device on 2nd august 2017. Within this inspection a visual inspection was made. Result was: the device was out of specification. Unauthorized reconstruction of the device was detected. The reconstruction comprised the change of the device and the use of third party spare parts. The initiator of the reconstruction is unknown. We cannot determine the influence of the detected reconstruction to the reported incident. As the device was out of specification and modified by an unknown party, it cannot be excluded that the device has contributed to the reported incident. However from the information reported we suspect that the reported incident may be due to insufficient pin pressure and/or insufficient application of the skull clamp and placement of skull pins.

Event description:
This is follow-up 01.

Manufacturer narrative:
The device was inspected and tested on (B)(6) 2017. Within this inspection, functional and visual inspection was done. The device was out of specification. The maintenance interval was exceeded by the customer as the device was out of specification, it cannot be excluded that the device has contributed to the reported incident. However from the information reported we suspect that the reported incident may be due to insufficient pin pressure and/or insufficient application of the skull clamp and placement of skull pins."

Event description:
After fixating the head of a (B)(6) years old patient the locking came loose during positioning. The sufficient application were checked by two surgeons before. Due to the loosening of the clamp the patient's head slipped out of the clamp but fortunately could be caught. Slippage of one of the pins causes a 3cm laceration.